Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had corroded light guide lens, and foreign objects in the air/water tube and air/water cylinder. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is presumed that the light guide lens corrosion occurred due to degradation failure of the device whereas a definitive cause for the reported event of foreign objects in the air/water tube and air/water cylinder could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.